Event description:
It was reported that the device failed occlusion pressure testing out-of-box; low occlusion setting alarmed at 5psi and high occlusion setting alarmed at 7psi. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no visible defects. Event history log showed normal activities. Functional testing was unable to replicate the reported issue; no fault was found with the downstream sensor and the device passed all testing. The root cause was unknown. The downstream seal was replaced and sensors were re-calibrated. Service history review revealed the device was last serviced (B)(6) 2024 for downstream seal degradation and the current complaint is related to previous service of the device. The downstream seal was replaced, sensors were recalibrated, and occlusion tests were performed.